Manufacturer narrative:
Multiple attempts have been made by email and telephone to gather more information about the event from the complainant and initial reporter. Any missing information in this report is due to the failure of the initial reporter to reply to these attempts. The investigation is ongoing. There is no evidence of device malfunction or confirmed evidence of harm. The complaint is under investigation.

Event description:
It was reported that two patients obtained skin reactions in the area where the radiation beam passes through the treatment couch, the cradle (part of the device) and the rim of the mask.. There is no evidence of device malfunction or confirmed evidence of harm. The complaint is under investigation.